Event description:
It was reported that the programmer had trouble powering up (often got a "grey screen"), was very slow to re-boot and the printer would "stutter" and take a long time to print. Technical support (ts) recommended running the service disk and cleaning the printer fans. The status of the programmer is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).